Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscope inspections revealed that the tip was detached but was not returned for analysis. The impedance test showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. Functional inspection could not be performed due to the devices condition. The media returned by the customer was inspected and displayed a good image on the ilab screen.

Event description:
Reportable based on the device analysis completed on 25 nov 2024. It was reported that a catheter issue occurred. The 90% stenosed target lesion, with a length of 25mm and a vessel diameter of 3.0mm, was located in the slightly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, the catheter could not display the image, and the image was lost midway. The catheter also could not cross the lesion, so the physician selected the pre-expansion balloon to pretreat the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip was detached.